Manufacturer narrative:
Other text: device evaluation: the device was returned for investigation. The smiths label was intact. There was no evidence of the reported failure in the event logs. However, no disposable alarm messages were found in the pump's event history logs after disposable attached. A visual inspection and functional check were performed, and the customer's reported failure was not duplicated. The root cause of the reported failure cannot be established. The downstream occlusion sensor will be replaced as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Additional information was received indicating that there was no patient involvement or interruption of therapy.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device had battery issues. It is unknown if there was a patient, or clinician injury associated with this occurrence.